Manufacturer narrative:
Investigation summary: fourteen (14) samples and two (2) photos were provided by the customer for investigation. Eleven (11) of the returned samples were in unopened blister packs and the other three (3) returned samples had been opened and removed from the blister pack. All fourteen (14) of the returned samples were visually analyzed and were found to be missing print between the 26 ¿ 30ml gradient. One (1) of the photos provided by the customer shows the fourteen (14) returned samples and the second (2nd) photo shows the three (3) returned samples which have been removed from their blister packs next to a bd box and label. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of scale marking issue for lot #9056959 item #302832. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: a machine issue during the printing process caused the barrels to not be properly printed and the non-conforming parts packed automatically without an operator catching the non-conformance. Rationale: based on the investigation conclusion bd acknowledges that the returned samples were missing the graduated scale between the 26 ¿ 30 ml gradients. The customer reported fourteen (14) occurrences of this non-conformance. As these fourteen (14) occurrences would not exceed the acceptable quality level (aql) of ¿graduated scale ¿ missing print = 0.25% aql¿ for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd luer-lok¿ tip syringe has scale marking issues. This occurred on 14 occasions before use. The following information was provided by the initial reporter: material no.: 302832, batch no.: 9056959. It was reported the syringes have light and illegible areas on the scale of the barrel.